Event description:
It was reported that the customer's insulin pump was bolusing on its own. The customer also mentioned experiencing low blood glucose levels. The customer's blood glucose was unknown. The customer stated that she had already treated her low blood glucose levels and was fine at the time of the call. Troubleshooting could not be completed due to a disconnected call from the customer. The customer further stated that she had brain damage due to a low blood glucose event. Advised customer to discontinue use of the insulin pump if troubleshooting could not be completed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.